Event description:
The surgeon placed the anchor in bone hole with sheath retracted. The surgeon noted that he placed a lot of force on the anchor, and the distal tip of the anchor broke. The inserter was removed as well as the majority of the anchor, however, the distal tip of the anchor allegedly remains in the pt. There was no injury reported. An additional 4 anchors were placed to complete the repair, with no incident. There was no surgical delay as a result of the device incident.

Manufacturer narrative:
A portion of the anchor remains implanted in the pts bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and without the device for evaluation. Based upon feedback from the surgeon, the likely root cause of the incident was due to surgeon error as the surgeon indicated that he placed an unusual amount of force on the anchor during placement into the bone hole. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.